Event description:
The patient reportedly, experienced intermittency and sound quality issues with his device. External equipment was exchanged. However, the reported problem was not resolved. A decision was made by the surgeon to explant the patient's device. A surgery date to explant the patient's device will be scheduled.